Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00369. It was reported the patient was not getting adequate relief in coccyx. Surgical intervention was taken to unhook the implanted abbott ipg from the implanted abbott cervical leads and used adapters to reconnect the ipg to competitor leads located in the thoracic spine. The cervical leads were left in the patient.